Event description:
It was reported that during a laparoscopic blebectomy procedure, the device could'nt be released. In order to remove the device from the patient, the endoscopic procedure was converted to open procedure.